Manufacturer narrative:
Driveline (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed normal pump parameters and no alarms recorded for the 14 days leading up to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible root causes of the reported sheath damage are trauma or abnormal flexing of the driveline. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that during clinic visit this patient complained of a lot of damage to the outer layer of the driveline cable within 8 inches of the controller connection. Log files were sent. The driveline outer sheath was taped at the location of the damage. No further information was provided.